Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete, a follow up report will be submitted.

Event description:
It was reported that the device provided inaccurate readings. Customer reported co measurement value came up quite high with two pts (co 9-10%). Then, the physician tried to measure three to four healthcare corkers and had same trend. There were no consequences or impact to a pt.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.